Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock in secondary vector, during a follow up clinic appointment while sitting in a chair. It was originally thought by the physician that this was appropriate therapy for ventricular tachycardia (vt) however technical services (ts) reviewed noting artifact noise and oversensing which could be from either loose set screw or damaged seal plug. In the most recent transmission artifact was still being detected. The physician changed their mind in agreeance with artifact versus an arrhythmia. Ultimately, the s-ICD was reprogrammed to primary vector with no further artifact observed. This electrode remains in service. No adverse patient effects were reported. Additional information was received that there were 2 episodes: one being nonsustained noise and the other the inappropriate shock. Manual set-up was run with no noise with isometrics in both supine and standing and pocket manipulation. Baseline noise was observed with aggressive isometrics. Automatic setup recommended secondary vector but passed in all three all positions. Impedances are all within range from 40-50 ohms since implant. Ts recommended x rays to check for possible underinsertion of electrode, and recommended continuing to monitor.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock in secondary vector, during a follow up clinic appointment while sitting in a chair. It was originally thought by the physician that this was appropriate therapy for ventricular tachycardia (vt) however technical services (ts) reviewed noting artifact noise and oversensing which could be from either loose set screw or damaged seal plug. In the most recent transmission artifact was still being detected. The physician changed their mind in agreeance with artifact versus an arrhythmia. Ultimately, the s-ICD was reprogrammed to primary vector with no further artifact observed. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This electrode was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock in secondary vector, during a follow up clinic appointment while sitting in a chair. It was originally thought by the physician that this was appropriate therapy for ventricular tachycardia (vt) however technical services (ts) reviewed noting artifact noise and oversensing which could be from either loose set screw or damaged seal plug. In the most recent transmission artifact was still being detected. The physician changed their mind in agreeance with artifact versus an arrhythmia. Ultimately, the s-ICD was reprogrammed to primary vector with no further artifact observed. This electrode remains in service. No adverse patient effects were reported. Additional information was received that there were 2 episodes: one being nonsustained noise and the other the inappropriate shock. Manual set-up was run with no noise with isometrics in both supine and standing and pocket manipulation. Baseline noise was observed with aggressive isometrics. Automatic setup recommended secondary vector but passed in all three all positions. Impedances are all within range from 40-50 ohms since implant. Ts recommended x rays to check for possible underinsertion of electrode, and recommended continuing to monitor.